Manufacturer narrative:
E1: reporting institution phone # (B)(4). E1: reporter phone # (B)(6). A philips authorized service personal (asp) spoke to the customer who restarted the central station computer to resolve the issue. The device was confirmed to be operating per specifications after the customer restarted the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the device has sound, but no alarms were triggered by the central station or the monitor when the malfunction occurred. The device was in use on patient at time of event; there was no adverse event reported.